Manufacturer narrative:
The pump was received with intermittent button response on the act button due to moisture damage on the keypad traces. The pump also had cracked battery tube threads, minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the keypad on the customer's insulin pump was unresponsive. The customer's blood glucose was unknown. The customer also reported cracks near the battery compartment. Troubleshooting did not occur for the insulin pump. The insulin pump will be returned for analysis.